Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The alarm could not be cleared. It was stated that the customer was passed out at the time of the call, and was drunk. The customer was awoken for troubleshooting. The customer's speech was slurred, and her blood glucose reading was 21.4 mmol/l. Troubleshooting was performed, and found that the customer was pressing on the buttons for three minutes or greater. The customer did not have a way to treat her blood glucose levels. The caller agreed to take the customer to the emergency room for treatment. Nothing further was reported.